Event description:
Customer's family member called to report hospitalization and high bgs. The set was changed the night before. A bolus was given and the bgs came down. Customer went to school and, in the afternoon, called home feeling bad. Customer had ketones, nausea and was taken to the hospital with high bgs. Family member gave a manual injection from the same vial. Bgs were treated at the hospital with an IV drip. Later customer was placed back on the pump. Customer and doctor do not know the reason for high bgs when customer is on the pump. Later troubleshooting was performed. It was stated that the device had missing segments. Bgs were again high and was injected with insulin from the same vile and the bgs did not go down. The doctor injected insulin from the pharmacy with no decrease in bg level. Bgs only decreased while on an insulin drip.